Event description:
Additional information reported indicated that the lead had migrated. Reprogramming was attempted on three different occasions but the effectiveness of these reprogramming sessions was not noted. It was noted that the patient's battery underwent normal battery depletion and the patient had their neurostimulator and leads replaced. There was no injury to the patient and post operation the patient had 100% coverage from their new neurostimulator. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and had pain in their ilioinguinal area. Impedances were checked and proved normal (967 -1600 ohms) for all electrodes, except electrode #2. X-rays were performed and only one lead was found. It was later discovered that the patients leads were placed cervically and the x-rays were not taken in that area. The patient was reprogrammed without success and will be scheduled for a lead revision. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3778, lot # v294269022, implanted: unk, explanted: unk; lead model 3776, serial # (B)(4), implanted: (B)(6) 2009, explanted: na; lead model 3776, serial # (B)(4), implanted: (B)(6) 2009, explanted: na; programmer model 37742, serial # (B)(4).

Manufacturer narrative:
Two leads were found not to be part of the system and were voided. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 3776-60, serial# (B)(4) implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 37742, serial# (B)(4), product type programmer. (B)(4).